Event description:
It was reported that the patient's leadless pacemaker exhibited high capture threshold and high pacing impedance during a dialysis session. Values decreased to normal after dialysis was completed. No intervention was performed. There were no patient consequences.